Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced inappropriate shocks since implant. It was noted the shocks occurred while sleeping, standing, under breast, and when device is pressed. Technical services (ts) referred patient to the doctor and patient talked to the doctor. No additional adverse patient effects were reported. The device remains in service.